Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable pulse generator (ipg) became inoperable. Patient underwent surgery on (B)(6) 2020 wherein ipg was replaced. Patient is stable.